Manufacturer narrative:
(B)(6). Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the gladiator device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: this investigation is assigned to the conclusion code of failure to follow instructions because the reported information indicates that the user inflated the balloon beyond its rated burst pressure. This is known to potentially cause balloon ruptures and has been determined to be the most probable cause of the rupture in this event.

Event description:
It was reported that a balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified cephalic vein. A 4.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 26 atmospheres for 15 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. This event resulted in prolonged operation time and increased patient discomfort.